Event description:
Patient reported experiencing elevated blood glucose reading in the high 500's mg/dl on a competitor's meter; called ambulance and was taken to the hospital where her blood glucose level was 600 mg/dl. Patient stated she was treated with insulin IV and insulin shots; patient did not know how to treat high blood glucose. Patient was not admitted, just treated and released. Patient reported after changing the infusion set, her blood glucose level returned to normal. Patient no longer has the alleged infusion set. No product will be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.